Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description. No details have been obtained in regards which part turned out to be the source of the issue or if the issue has been resolved. The issue was decided to be reported in abundance of caution as pressure transducer test failure may, in some cases, represent a reportable event, e.g. Stop of ventilation or high pressure. There was no patient involvement. The root cause to the reported issue has not been determined. H3 other text : 4119.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Device related data quality updates only. A correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 ¿ version or model #: previous version or model #: servo-I. Corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).